Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire on fenestrated bipolar forceps instrument broke. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage of the conductor wires insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, as well as the wire. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The complaint regarding the wire breaking during the procedure was confirmed by failure analysis. Common causes of damaged insulation instrument conductor wire - bipolar are attributed to mechanical impact, such as accidental drops of the instrument, or inadvertent collisions with other instruments, or hard surfaces, during handling or usage.

Event description:
Refer to h11 for follow-up information.